Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd smartsite secondary set was separated. The following information was received by the initial reporter with the following verbatim. Primary tubing fell apart during priming with IV fluids.